Event description:
The customer reported to baxter (B)(4) of a interlink continu-flo administration set in which the set is leaking at the luer connection where the catheter would be. The set is being interfaced with a carefusion connector. The reported condition occurred during infusion of sodium chloride bicarbonate. There is report of patient involvement; however, there was no report of patient injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported to baxter canada of a interlink continu-flo administration set in which the set is leaking at the luer connection where the catheter would be. The set is being interfaced with a carefusion connector. The reported condition occurred during infusion of sodium chloride bicarbonate. The leak was noted within 1 hour of starting the infusion. There is report of patient involvement; however, there was no report of patient injury/adverse events, or medical intervention in association with this event. No additional information is available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through a CAPA. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. No abnormality was observed for the two possible lot sr11l19094 or sr11l20076.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation and the reported complaint was confirmed: the male luer was iso gauge and iso pressure tested. The male luer was then iso pressure tested while mated with a carefusion max plus device. The luer failed the iso gauge testing and the iso pressure test while mated with a carefusion max plus device. The root cause was not determined. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.